Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pockets condition, goo; cartridge batch number, k47d4k; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, good; handle shroud condition, open; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, goo; and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes. Closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k47h1y and trigger release condition, good. Analysis conclusion: based on information received and the visual and functional resluts, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomalies noted with the formation of the staples. The reported incident could not be recreated. Manufacturing and engineering have been notified of the reported incident.

Event description:
It was reported during a bowel resection the tx60b closed and fired but some staples did not form. The anastomosis was completed with another tx60b. There was no consequence to the patient.